Manufacturer narrative:
(B)(4). Date sent: 11/15/2023 d4: batch # 483c76 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the jaws and trigger in the close position. The knife was noted as partially advanced. Also, with a gst60w reload loaded on the device. The reload was received fully fired and with damage on the reload deck. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the bailout system was not activated. The device was tested with a test door, and the knife reverse switch was activated and the knife returned to the home position as expected. In addition, two clips were found lodged between the anvil and reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The event reported was confirmed and it is related to improper use of the device. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.  To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 483c76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9dp21, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney transplant procedure that the surgeon fired stapler on a vessel and was unable to open the jaws. Had to cut the tissue outside of jaws to free staple and to remove it. The bleeding was managed through conventional ligation devices. No patient harm reported. No patient consequences. No buttress used.